Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus singapore there was the possibility that the reported phenomenon was attributed to the failure of the power supply circuit board and/or the image processing board due to the normal aging deterioration because because five years and eleven month had passed from the subject device had been manufactured. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the subject device was automatically turned off after being turned on for a few minutes. The service department of olympus singapore checked the subject device and found that the reported issue was duplicated. There was no report of patient injury associated with this event.